Event description:
It was reported that the patient experienced a pericardial effusion. It was undetermined if it was caused by a lead or not. Troubleshooting has not yet begun, but is planned and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.